Event description:
The facility reported on overinfusion that occurred during pt use with no pt injury or medical intervention required. The medication involved was 5fu and the infusion ended 11 hours early. There is no info regarding rate or vtbi. The pump was immediately changed out. There is no additional info.